Manufacturer narrative:
The (B)(6) customer was not willing to provide additional information or access. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 02may2018, it was determined that a european (B)(6) customer site report was subsequently reportable for an unexpectedly negative crossmatch assay, when tested on a galileo echo instrument on (B)(6) 2018.